Event description:
It was reported that the patient had a burning sensation at the implant site. It had worsened and he now had bruising across the lower back at the site. This started occurring in 2015 (B)(6). The patient went to the emergency room (ER) on the day of the report to get it checked out, and they referred him back to his healthcare provider (hcp). The patient was planning to have the implantable neurostimulator (ins) explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the implantable neurostimulator (ins) was removed in (B)(6) 2015 because it was leaking and caused a burn to the patient.

Event description:
Additional information received reported that the manufacturer¿s representative (rep) was informed that the physician explanted the implantable neurostimulator (ins) at an unknown date and threw the ins away post-explant. The patient was upset because, the patient was alleging that the device was ¿leaking¿ and wanted the ins sent in for analysis. The rep. Stated that the doctor indicate that they evaluated the patient¿s pocket and it looked clean with no signs of infection or leakage. The rep. Assumed the ins was removed because ¿it wasn¿t working¿ but the reason wasn¿t completely known. It was noted there was possible legal action being discussed by the patient.

Manufacturer narrative:
(B)(4).